Event description:
It was further reported that a controller was returned to the manufacturer. Manufacturer's analysis subsequently revealed a mechanical and environmental problem. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller (B)(6) was returned for evaluation. A review of the device history record was not performed as the analysis is not related to a manufacturing or servicing issue. No device malfunction was reported against the device; therefore, the purpose of this investigation is solely to evaluate the devices conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the devices from performing as intended. Log file analysis revealed a vad disconnect alarm on 23/jun/2023 at 09:34:34 indicating a physical disconnection of the driveline from the controller. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports and serial port. Additionally, internal visual inspection revealed cracks in one of the standoff posts of the controller housing. The most likely root cause of the observed contamination within the controller power and serial ports can be attributed to the handling of the device. Based on an investigation, the root cause of the standoff post cracks was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.